Event description:
After the surgeries t.k.r. Due to osteoarthritis. The excruciating pain and extreme limited mobility did not improve only worsened. When my orthopedic surgeon who replaced my hips in (B)(6) finally agreed to revision of my knees, which showed no improvement. Pain in knees was unbearable. In (B)(6) 2017 his notes listed, tkr, hardware provided by biomet vanguard. I went on internet and immediately found the FDA. Had them include my serial numbers list a voluntary recall #2 1115-2017 due to incorrectly labeled packaging femoral left and right. Next orthopedic knee revision office visit scheduled for (B)(6) 2017. Recall z1115 2017 recalled (B)(6) 2017 by FDA due to incorrectly labeled femoral left and right. Excruciating knee pain in both knees, extreme limited mobility following surgery for 6 years due to incorrectly labeled hardware.